Event description:
It was reported by repair work order that the brakes could not fully hold due to worn brake rings. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.